Event description:
Micro air bubbling was noted in the bloodline when the machine was started. Upon closer inspection of the connector, a "crack" was noted on the bloodline. The procedure was stopped, and the bloodline was discarded.